Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) will be provided upon investigation. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had driveline disconnect alarms on multiple occasions which required system controller exchanges. After a system controller exchange, the issue appeared to resolve for a few weeks before reoccurring. The driveline disconnect alarms had occurred while using both the primary and secondary system controllers. It was also mentioned that the modular cable was exchanged and the site was requesting modular cable to be evaluated for possible damage.